Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an observation relating to ventricular tachycardia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient is scheduled for reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) initially withheld therapy for incidental fast ventricular tachycardia (fvt) due to atrial fibrillation (af) / atrial flutter. Successful anti-tachycardia pacing treatment was provided, and the device remains in use. No patient complications have been reported as a result of this event.